Event description:
It was reported the procedure was to treat a heavily calcified totally occluded lesion in the left anterior descending (lad) artery. Multiple non-abbott guide wires were attempted however failed to cross the lesion. During advancement of the pilot guide wire resistance was met with the anatomy. During rotation and withdrawal resistance was met with the anatomy and the distal portion of the guide wire separated and remained in the coronary artery. Attempts were made to remove the separated portion with a snare device however were unsuccessful. The patient was transferred to another hospital. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Factors that may contribute to difficult to advance and difficult to remove include but are not limited to outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, and/or user technique, and/or damage to the guide wire. In this case, it is likely that the challenging anatomy contributed to the reported difficulties as it was reported that the guide wire used to advanced through and removed from a chronic total occlusion with calcification lesion which likely led to the reported material separation. Based on the information provided, a definitive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.